Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1829760 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 20 june 2024. Stylet returned separately to device. Stylet examined, and no issue observed. Sheath and needle observed to be broken proximally below sheath extender. Needle removed from device and proximal break observed below sheath extender. Decontamination note: severe kink below sheath extender became broken during device decontamination. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Clarification was requested from cirl engineering as follows. " I am working on (B)(4) ¿, the needle is impossible to move outside inside the endoscope.¿ this complaint occurred with an echo-19 device of c1829760 lot number. The device was expired when it was used do you think this could have contributed to the failure?" Reply was received as follows. "I suspect the cause of the failure was due to excessive force as opposed to the device being used beyond its expiry date." As a result of the above (B)(4) was opened for use of an expired device. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1829760 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Ncr-nc20-036 was raised for the ifu0101 to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion has now been completed. The new ifu0101, which accompanies this device instructs the user to: ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. During this investigation was established that the user kept the stylet fully in place during advancement of the needle into the lesion, this wasn¿t considered user error because the IFU that was attached with this lot# c1829760 had not yet been updated. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender which would have led to the needle advancement issue encountered by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24 oct 2024.

Event description:
Description of event: the needle is impossible to move outside inside the eco endoscope. When the needle is in position to perform the puncture, it does not advance, they remove it, then with the needle outside the echoendoscope and the patient, it costs it to come out, the sheath bends, etc. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1.1 for complaints occurring during use (once in contact with endoscope), also ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Second duodenal portion. 1.1.3 please describe the size of the intended target site. Normal lesion. 1.1.4 what is the endoscope manufacturer and model number that was used with this device? Fuji eg-580ut 3.8. 1.1.5 was gaining access to the targeted site difficult? No. 1.1.6 was the endoscope in a flexed or twisted position at any time during the procedure? The flexed position of the tube was normal in this type of procedure. 1.1.7 was needle penetration of the targeted site difficult? 1.1.8 was the stylet in place inside the needle when advancing into the targeted site? Yes. 1.1.9 how many biopsies were obtained with use of this needle? 0. 1.1.10 did any section of the device detach inside the patient? No. 1.1.11 was the needle fully retracted when the device was removed from the patient? Yes. 1.1.12 if not, with the device in question, how was the procedure performed and/or finished? 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f ask questions 1.1.1, 1.1.4, 1.1.5, 1.1.6, 1.1.7, and 1.1.8 as identified above and questions listed below for complaints occurring during use (once in contact with endoscope): 1.2.1 please describe the location in the body for the intended fiducial placement (pancreas, liver, etc). 1.2.2 please describe the size of the intended target site. 1.2.3 in what position was the thumbscrew lock on the sliding sheath ¿ adjuster (please provide number that is between 0 and 5)? 1.2.4 how far was the needle extended when deploying the fiducial (please provide the number inside the handle safety ring that is between 0 and 8)? 1.2.5 how many fiducials were placed? 1.2.6 did any section of the needle introducer detach inside the patient? 1.3 if reported difficulty was experienced after placement procedure? 1.3.1 what system was?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.